Manufacturer narrative:
Medical device lot #: the customer provided lot # 0058623. This does not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 58623. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 10ml saline fill (B)(4) sp leaked. The following information was provided by the initial reporter: on (B)(6) 2020, the patient was hospitalized in their hospital for control diabetes. After the liquid was infused, the tube needed to be sealed. After taking out the flush, it was found that there was liquid leakage inside the package, and liquid leakage was found in the whole box.